Event description:
It was reported that (6) tct75 were used during a lobectomy procedure. It was reported by the affiliate that the instrument were locked and would not fire at all. Six instruments tried one after another and all were the same. A new instrument from a different lot was opened and worked fine. No significant delay to procedure. There was no consequence to pt.